Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. The event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/ (B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿cryoballoon ablation for persistent atrial fibrillation ¿ large single-center experience.¿ http://dx.doi.org/10.1016/j.jjcc.2016.02.007.

Event description:
The literature publication reported the following patient complication: one (1) patient experienced pericardial effusion which included drainage. The status/location of the mapping catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.